Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) tsvtb8, (imp,tsv,3.7,8,mtx,mg) for evaluation. Visual evaluation / functional test was performed, the implant had minor signs of use. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1295401. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1295401 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : perforated sinus and dental : functional : lack of primary stability¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Investigation for lack of primary stability. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated.visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product.to date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported there was no primary stability at tooth site #16, potential displacement into the sinus cavity and the implant was removed. No other implant was placed in the same surgery, a new one will be placed after bone augmentation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.